Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that temperature alarms occurred; reportedly, pump was outside of acceptable temperature conditions. On 6/9 customer went to the emergency room and was subsequently hospitalized with a blood glucose value (bg) of 511 mg/dl and ketones. Customer was treated with insulin to address the elevated bg.